Manufacturer narrative:
(B)(6). As reported, a device failure was observed for a mynxgrip. Hemostasis was achieved by manual compression for an unknown amount of time. There were no patient complications or injuries. The devices were opened in a sterile field. The products were stored and handled as per instructions for use (IFU). There was nothing unusual noted about the device prior to opening the package or prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. Six out of the last seven mynxgrip in a row from this account have failed. Two separate doctors, and separate staff members noted this. The product was not returned for analysis. The device history record (DHR) review could not be conducted as a lot number was not provided. The reported ¿unknown - device incident¿ could not be confirmed as the device was not returned for analysis. The exact cause of the device failure experienced could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to device failure experienced. It is currently unknown if the device failed during prep, while in use in the patient or after implantation at the arteriotomy. However, it is known that the users had to apply manual compression to achieve hemostasis. Needing to apply manual compression after use of a vascular closure device is a common procedural complication and is frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique, and proper placement of the sealant at the arteriotomy. According to the product¿s instructions for use (IFU), which is not intended as a mitigation, users are warned to not use the device if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened. They are also informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Manufacturer narrative:
A lot history review was not possible as the lot number was not provided. (B)(4). Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a device failure was observed for a mynxgrip. Hemostasis was achieved by manual compression for an unknown amount of time. There were no patient complications or injuries. The devices were opened in a sterile field. The products were stored and handled as per instructions for use (IFU). There was nothing unusual noted about the device prior to opening the package or prior to use. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. Six out of the last seven mynxgrip in a row from this account have failed. Two separate doctors, and separate staff members noted this.